Event description:
Information was received that reported a patient was hospitalized in 2006 due to hyperglycemia. Reporter states that over the past couple of weeks, her blood glucose readings have been high. They were admitted to the hospital three days later when there meter was measuring them as "hi". The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.